Manufacturer narrative:
P-cap locked in place properly during testing. Unit was not received with original battery cap. Customer allegations of battery cap damage therefore unknown. After multiple battery installations and monitoring unit, unit remained on blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to blank display. Unable to retrieve software version due to blank display and corrupted history files. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, corrosion was noted on the internal battery harness, leading to blank display. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of battery cap damage were unknown when unit was not received with original battery cap. However, customer allegations of cracked case battery compartment were confirmed when cracked case (battery tube) was noted during visual inspection. Additionally, unit remained on blank display after multiple battery installations and being monitored, caused by corroded battery harness. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage on the battery compartment and the pump was not operating properly even after replacing the battery. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed for damage. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.